Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while suturing the major vessels of the various areas of the lungs during a laparoscopic lobectomy, the device worked in a first resection (charge 45 purple) then with a second charge (60black), after the suture and advancement, the blade could not withdraw completely. The instrument was then removed but with difficulty from the lung parenchyma and another stapler was used to complete the case. There was no patient injury.